Event description:
It was reported that the device exhibited an overpressure alarm. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: one device was returned for analysis. Service history identified that the device had not been in for service yet. The reported issue was confirmed, and the root cause of the issue was a peeled downstream occlusion (dso) seal. The dso seal will be replaced. The dso sensor was also recalibrated.